Manufacturer narrative:
The lumbar catheter (910121) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; thus, device history record (DHR) was reviewed, and no anomalies were found. Given the absence of determined root cause on the received products, no additional action is deemed required. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 3 of 3 reports linked to mfg report numbers: 9612007-2021-00040, 9612007-2021-00041. A facility reported that they have been having problems with the lumbar catheter access kit (910121) because the strain relief tubing (guide) does not allow the catheter to come out smoothly; it had too much friction. They finished the surgery with another catheter from medtronic, and there was no damage to the patient. They did not manage to remove the guidewire, the catheter was curling. The issue increased the surgery time for 30 minutes; however, the patient's outcome was fine. The facility also reported that they did not alert us because they thought it was a problem with the young surgeon doing the procedure, but the most recent incident was with a long experience surgeon, and they are sure that it is a problem with the catheter itself.